Event description:
Customer cut on a vial of simplastin htf. Several boxes were open and vial had fallen out during transport. The vial broke, and when customer reached in to unpack the htf customer cut their finger under the nail. The customer had the cut cleaned, received a hepatitis shot and had blood drawn for additional tests.